Manufacturer narrative:
The returned driver was evaluated. The tip was found to be twisted in a manner consistent with blocker installation. The torque limiting handle used in conjunction with the driver was not returned for evaluation, so the cause of the twisting is unable to be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions for proper device usage.

Event description:
It was reported that during surgery, the tip of one final driver broke and the tip of a second was twisted. There was a 20 minute delay to prep the new device and no report of patient harm. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2018-00085.

Event description:
It was reported that during surgery, the tip of one final driver broke and the tip of a second was twisted. There was a 20 minute delay to prep the new device and no report of patient harm. This is report two of two for this event.